Event description:
It was reported that the patient experienced prolonged high blood glucose with a highest sensor glucose of 401 mg/dl while using the ilet with a freestyle libre 3 plus continuous glucose monitor (cgm) and an inset infusion set on the abdomen. The agent observed multiple unexpected meal announcements recorded during periods of hyperglycemia despite the patient not intentionally announcing meals. The pattern suggested potential maladaptation from recent use error in the context of brittle diabetes. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient impact requiring user intervention without hospitalization. Investigation included review of device-generated outcome reports and user-reported history. Investigation of this case revealed that high glucose occurred concurrent with unintended meal announcements and resolved after a supply change, with no observed hardware defect, supporting user interaction/use error and algorithm maladaptation rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was use error leading to maladaptive control behavior.

Manufacturer narrative:
Initial.